Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the patient was admitted into the hospital but therapy was not exhausted. The health care professional (hcp) changed 88% correlation and changed vt and vf zones per discretion. At this time, this ICD remains in service and there were no additional adverse patient effects reported.